Manufacturer narrative:
The hillrom technician found the sidecom board needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom® communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on (B)(6) 2022. It is unknown if the facility performed any other preventative maintenance on this bed. Hillrom technical support provided the account the part number of the sidecom board that needs to be replaced to resolve the issue. The account will repair the bed themselves. Hillrom technical support contacted the account three additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed had no audible brake not set alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).